Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 439 mg/dl at the time of the incident. The customer treated with a bolus. The customer stated that the top of the reservoir compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.